Manufacturer narrative:
(B)(4). This lot was manufactured from february 4, 2014 - february 5, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection showed no defects related to the reported problem. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not infuse. The device had been filled with fluorouracil. The nurse checked the peripherally inserted central catheter (PICC) line and it was clear. There was no patient injury or medical intervention reported. No additional information is available.